Event description:
Info received indicates while performing a preventive maintenance check, the tech found the ground resistance reading was high.

Manufacturer narrative:
The tech found the ground pin was broken in the power cord plug. He replaced the power cord to repair the bed.